Event description:
Journal reference: saval a, chiodod ae. Effect of intrathecal baclofen concentration on spasticity control: case series. J spinal cord med. 2008;31(4):394-397. As intrathecal baclofen (itb) therapy has evolved, the challenges associated with optimizing treatment have grown. An important component of this challenge is improving our understanding of how itb distributes in the cerebral spinal fluid (csf). Decreasing the concentration of itb seems to affect spasticity control. Reportable event: a woman with diplegic spastic cerebral palsy presented with severe spasticity. Before her itb pump placement, she noted difficulty with gait and activities of daily living secondary to spasticity in the lower extremities. She originally received a synchromed 18-ml pump; 5 years later, this was replaced with a synchromed ii 40-ml itb pump. Approx 1 year after her second pump, a dye study was performed secondary to concerns of a possible itb withdrawal including increased tone and burning pain with itchiness. Before the study, her itb concentration was decreased from 2000 to 500mcg/ml to avoid overdosage during the study. Three days after the change in concentration, she returned to the clinic with symptoms of overdose including nausea, low tone, weakness with fatigue, and temporary loss of bladder control. Her baclofen dosage was decreased by 15% from 583 to 494 mcg/d. For the next several weeks, she reported no symptoms of overdose and was pleased with her spasticity management.